Manufacturer narrative:
It was confirmed that the customer reported that their device showed "xxx" for it's etco2 function during a patient event. Etco2 is a monitoring function, and there was no indication of a malfunction to the critical functions of the device. As stated in the operating instructions, "the etco2 monitor is a tool to be used in addition to patient assessment. Care should be taken to assess the patient at all times; do not rely solely on the etco2 monitor." The device was not repaired by stryker as the customer declined to have the device repaired. The root cause of the reported issue of the device not displaying the patient¿s etco2 value during a patient event. Was determined to be a faulty etco2 module. The device was returned unrepaired to the customer and stryker recommends not to use this device anymore for clinical purposes.

Event description:
The customer contacted stryker not to report the device would not complete its initial boot up cycle, but failed to display the patient¿s etco2 value while a patient event. The patient involved in the reported event did not survive. The customer advised that the adverse effect to the patient was not a result of the reported issue.

Event description:
The customer contacted stryker not to report the device would not complete its initial boot up cycle, but failed to display the patient¿s etco2 value while a patient event. The patient involved in the reported event did not survive. The customer advised that the adverse effect to the patient was not a result of the reported issue.

Manufacturer narrative:
Section b1 of supplemental medwatch report 0003015876-2021-01468 indicates: adverse event/product problem: adverse event section b1 of supplemental medwatch report 0003015876-2021-01468 should indicate: adverse event/product problem: product problem section b5 of supplemental medwatch report 0003015876-2021-01468 indicates: executive summary: a customer contacted physio control to report that their device would not complete its initial boot-up cycle during the patient event. In this state, the device would not be able to provide defibrillation therapy, if needed. The patient involved in the reported event did not survive. Section b5 of supplemental medwatch report 0003015876-2021-01468 should indicate: executive summary: the customer contacted stryker not to report the device would not complete its initial boot up cycle, but failed to display the patient¿s etco2 value while a patient event. The patient involved in the reported event did not survive. The customer advised that the adverse effect to the patient was not a result of the reported issue. Section f10/h6 of supplemental medwatch report 0003015876-2021-01468 indicates: clinical signs code grid: no clinical signs, symptoms or conditions section f10/h6 of supplemental medwatch report 0003015876-2021-01468 should indicate: clinical signs code grid: concussion section f10/h6 of supplemental medwatch report 0003015876-2021-01468 indicates: health impact code grid: death section f10/h6 of supplemental medwatch report 0003015876-2021-01468 should indicate: health impact code grid: therapeutic response decreased. A third-party service agent evaluated the customer¿s device and verified the reported issue of etco2 displaying ¿xxx¿. The electronic patient record of the reported event was no longer available on the customer¿s device, during the third-party service agent¿s evaluation. The electronic log file with key button presses was available and reviewed by a stryker customer quality engineer. No power off events were observed.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted physio control to report that their device would not complete its initial boot-up cycle during the patient event. In this state, the device would not be able to provide defibrillation therapy, if needed. The patient involved in the reported event did not survive.

Manufacturer narrative:
Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would not complete its initial boot-up cycle during the patient event. In this state, the device would not be able to provide defibrillation therapy, if needed. The patient involved in the reported event did not survive.